Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges injury, pain, discomfort, loss of mobility, loss of range of motion, disfigurement, emotional distress, difficulty ambulating, mental anguish, metallosis which cause a large amount of toxic cobalt and chromium metal ions to be released in hip capsule, tissues, blood stream, and organs. Doi: (B)(6) 2006; dor: (B)(6) 2014; right hip.

Event description:
In addition to what were previously alleged, ppf alleges metal wear. Added revision hospital, surgeon, dob, product details and expiration date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, pfs has no new allegation. After review of medical records, patient was revised to address failed acetabular component, there was evidence of corrosion between cobalt-chromium head from the stem. The cup did not show any evidence of loosening. All debris then removed.